Event description:
The permobile smartdrive power assist started and stopped on its own with no user input. I was using the power assist to help get my wheelchair up the hill, and turned it off when the hill flattened out, the control dial showed that it was in neutral/standby, I did not interact with the dial again, but it returned from neutral to engaged with no other input. The dial was still all the way back in the stop position, and I had to fully turn off the dial to stop the power assist from moving, but it engaged again as soon as I turned it back on to neutral/standby. I tried a couple times, once it stopped engaging when it wasn't supposed to, the power assist then would not start again even when turned well past neutral. I was able to get it working again after about five minutes, but this is not the first time I have had issues of this sort with this power assist. The dial I am currently using is a replacement dial for the recalled one that had similar issues and ended up pushing me into traffic because of similar glitching. I am an experienced user and do not believe that these issues were caused by user error. It is possible for the dial to be bumped into engaging, but when I went to turn it off, the dial was already fully to the neutral/standby position, and it would be highly unlikely for user error to cause the same error repeatedly in a 2¿3-minute time span. Additionally, once it turned on the first time I was paying close attention to the dial, and I am confident that I did not bump the dial for any of the other errors. Whenever I turn the dial off, I make sure it is turned all the way back to neutral before starting it again, so that should not be an issue, and even then, the device is not supposed to engage if it is turned on when the dial is not in the neutral position. We just received an email stating that some of the replacement dials were not the correct items. According to the information we received, this dial has a serial number and is in fact the correct replacement unit.